Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip, a broken belt clip slot and a scratched lcd window also noted.

Event description:
Customer reported that she had high blood glucose of 326 mg/dl and the insulin pump was alarming during rewind prime process and the drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.